Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results from the cobas pure c 303 analytical unit. The initial result was 4.7% with analyzer alarm. The repeat result from another c303 in another laboratory was 10.2%. This result was reported outside of the laboratory. On 20-nov-2025, the result after a reagent change was 4.76%.

Manufacturer narrative:
The reagent lot number was 87246501 with an expiration date of 31-aug-2026. It was noted that the reagent had exceeded the recommended on-board stability. Several calibration errors occurred around the time of the event, which may indicate an analyzer or pre-analytical handling problem. Qc was within acceptable ranges. The field service engineer changed the test units and then deleted and reinstalled the assay in mmol/l. He checked the water pump pressures, adjusted the gear pump, adjusted the washing comb, and checked the pipette washing adjustment. He confirmed the instrument was working within specifications. Due to the limited information provided, the investigation was unable to determine a specific root cause.